Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported the pd patient was experiencing "m31 - air detected in cassette" warnings during his treatment. Initial follow-up with the patient revealed he received assistance from the pdrn with cancelling the treatment and stripping down the cycler. While stripping down the cycler the patient discovered a fluid leak in the cycler's cassette compartment. Additional follow-up was made with the pd patient's clinic, and it was determined the patient was not required to come into the clinic due to the reported fluid leak and no prophylactic medication was provided. Per pdrn the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue. Per pdrn the sample was discarded and was no longer available for evaluation.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported the pd patient was experiencing "m31 - air detected in cassette" warnings during his treatment. Initial follow-up with the patient revealed he received assistance from the pdrn with cancelling the treatment and stripping down the cycler. While stripping down the cycler the patient discovered a fluid leak in the cycler's cassette compartment. Additional follow-up was made with the pd patient's clinic, and it was determined the patient was not required to come into the clinic due to the reported fluid leak and no prophylactic medication was provided. Per pdrn the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue. Per pdrn the sample was discarded and was no longer available for evaluation.